Event description:
Healthcare professional reported "rupture" confirmed vis CT scan. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported "rupture" confirmed vis CT scan. This record is for the right side. Device has been explanted.

Event description:
Device as been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.